Event description:
It was reported that the patient had a detached retina. The doctor indicated the detachment was not related to the intraocular lens. The patient reported that he would be undergoing a second surgery and the doctor would fill his/her eye with oil to repair the retina detachment, the date of the onset of the detachment nor the surgery date were not provided. Follow-up received from the patient on (B)(6), 2012 indicated that the retina detached again after the second surgery in two months. No further information was provided.

Manufacturer narrative:
(B)(4) - to date, the lens remains implanted.all pertinent information available to abbott medical optics has been submitted.